Event description:
It is reported that the pt was revised due to an irreducible dislocated hip.

Manufacturer narrative:
Evaluation summary: as returned, the femoral stem shows limited cone remaining on the tm pad; most of the bone is on the medial aspect of the device. The returned femoral head is in good condition. No x-rays are available and surgical notes have not been returned. The pt's activity prior to the dislocation is unk. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.